Manufacturer narrative:
(B)(4). The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed mitraclip detached from one mitral valve leaflet and remains attached to the other leaflet. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The anterior and posterior leaflets were thin on the lateral side (a2/p2 segments). One mitraclip was implanted without reported issue. Following, the clip detached from the posterior medial leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second mitraclip was implanted as treatment, reducing the mr to grade 1-2. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin leaflets on the lateral side from the a2/p2 segment). The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as a second clip was implanted to stabilize the first clip and reduce the mitral regurgitation. There is no indication of a product quality issue with respect to manufacture, design or labeling.